Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for cosmetic damage. The customer¿s blood glucose was 197 mg/dl. The customer reported that insulin pump had crack on reservoir and battery compartment. Customer stated that the pump has cosmetic damage. Customer reported that the reservoir is unable to lock in place when inserted into pump. The pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Pump received with cracked battery tube threads and partial broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.